Event description:
It was reported that, during system implant, the placement of the initial implantable pacing lead (ipl) was unsuccessful as the lead had exhibited high thresholds and then the physician could not advance the helix. The physician removed and replaced the lead with a different model ipl but the threshold was still high. The physician then removed and replaced the lead with a new ipl of the same model successfully. It was discovered that the second attempted lead was used past the expiration date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).